Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the buttons of the insulin pump had to be hit multiple times. Customer also reported unexplained no delivery alarms, clip entry worn, scratches on screen and had rejected new battery. Customer declined to report to medtronic 24 hour technical support department. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to partial unlocked lcd keypad connector noted during visually inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery alarm or verify failed battery test alarm due to buttons not responding. Device received with minor scratched lcd window and cracked belt clip slot. The p-cap locks into the reservoir compartment properly noted.